Event description:
Patient reported that after implant with lap-band system, they are "embarrassed to eat because foods come up immediately", cannot digest meat, fatty foods are the only tolerable foods, and as a result of eating fatty foods, blood sugar and blood pressure is high, and the current situation has made her depressed. Explant surgery has not been schedule yet.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. The device remains implanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Vomiting and impaired lifestyle are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause of these events. No additional information has been reported to allergan regarding the model number, serial number, the event date, diagnostic testing, patient data, or further event details.